Event description:
From literature: clapp, b. And santillan, a. Small bowel obstruction after floseal use (2011). Journal of the society of laparoendoscopic surgeons. 2011;15:361-364. A (B)(6) old female underwent a laparoscopic gastric bypass. At the conclusion of the case, floseal was used on some bleeding near the staple line of the jejujejunostomy. On pod#8, the patient experienced vomiting and intense abdominal pain. Diagnostic laparoscopy showed bowel obstruction with the jejujejunostomy stuck to the anterior abdominal wall, causing the bowel to kink and obstruct. These granular adhesions were taken down and the obstruction resolved.

Manufacturer narrative:
(B)(4). Additional information obtained from surgeon: the lot number is unknown. Quantity used was 1 each. There was bleeding from the staple line and floseal was used on it. Also, there was a reaction to the granular floseal causing a transition point. The additional information did not address any of baxter's questions needed (identified in initial submission) to complete an assessment of the case. Multiple attempts were made to contact the reporter in an effort to receive additional case information or obtain an alternative contact. No response was received. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This complaint will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Due to the lack of information the case is not currently assessable, and this case is being conservatively reported. Baxter is currently in the process of following up with the author for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.